Event description:
On 03/01/2012 the patient contacted animas for an unrelated issue, and while on the phone with customer support she mentioned having erratic blood glucose levels. The patient stated that her bg elevates sometimes over 300 mg/dl with increased thirst, and that she corrects with the pump and then will go as low as 40 mg/dl with shakiness. The patient had no explanation for the bg issues, but stated that she was new to the animas pump and was unsure if there was an issue with the pump. The patient stated that she has had bg issues for the past year and a half, stated that she recently moved and has a new doctor, and stated that she thinks her basal rates are higher than they used to be with her previous doctor. The patient was confused while on the phone with customer support. The patient declined troubleshooting of the pump, and there has been no further reported incident. This complaint is being reported because the patient reportedly experienced erratic bgs while using insulin pump therapy and the cause of the reported bg excursions could not be determined. The pump could not be ruled out as a cause or contributor to the reported bg excursions as the patient refused troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.